Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer rail was broken, and the drawer could not be closed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer rail was broken. A field service engineer inspected main 5.1 and confirmed a broken slide. Fse replaced the drawer and transferred the cubies and tested the drawer in the hardware test application to verify proper operation. The system functioned as intended after the field service engineer repaired the device.